Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: date and name of index surgical procedure: on (B)(6) 2016, and name of index surgical procedure was low anterior resection; the diagnosis and indication for the index surgical procedure: diagnosis was rectal cancer. Indication was unknown; what were current symptoms following the index surgical procedure, onset date: unknown; other relevant patient history/concomitant medications: the patient has hypertension and was treated with oral medicine within 30 days of the surgery; what is physician¿s opinion as to the etiology of or contributing factors to this event: unknown; what is the patients current status: the patient had been well. So, he was discharged from the hp; the relationship of the event to the device implanted: the surgeon commented that interceed don¿t have any causal influence.

Event description:
It was reported that the patient underwent a low anterior resection on (B)(6) 2016 and absorbable adhesion barrier was used under the small incision, except the great omentum. After the procedure on (B)(6) 2016, at the ICU, the patient vomited. It was confirmed that the patient developed an intestinal paralysis. A stomach tube was placed and then, fast cure and fluid replacement were performed. The hospitalization was extended for nine days and, currently, the patient has been well and was discharged from the hospital on (B)(6) 2016. The surgeon opined that absorbable adhesion barrier does not have any causal influence.